Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that occurred on the homechoice (hc) unit display. This event occurred during patient use during prime. The home patient (hp) had already reloaded a new cassette and re-primed before he called. The hp stated he gets at least one cassette in every box that causes the check lines and bags alarm. The hp stated he thinks this caused an infection and he will go to the hospital on tuesday ((B) (6) 2010). The hp also stated that when he gets this alarm and changes the cassette, he uses the same bag. The technical service representative (tsr) advised him to change the bags anytime he has to change the cassette. Additional information was received on (B) (6) 2010 regarding the infection. The hp stated that the infection started on (B) (6) 2010. He was seen by his nurse and physician on (B) (6) 2010 and the nurses did some tests to determine what kind of infection he had. The hp then mentioned that he went again on (B) (6) 2010 and the 'bug' he had was related to peritonitis. The hp stated he was given antibiotics, but did not mention which ones specifically. He just stated that he is on a few antibiotics injected through the bags. He stated he visited the physician on (B) (6) and they drained him in the morning and he was clear. He stated that he is still on antibiotics to completely kill anything that may possibly still be there. The hp was asked if this was related to the cassette and stated that it may/may not be related to the cassette. He did not want to rule it out. He stated that usually when he primes, he finishes within 10 minutes, but he mentioned that sometimes it takes about 45 minutes and he speculates that either there is some hairline crack in the cassette (this report) or it is the machine's logic. He stated he is not sure exactly how or why he gets these alarms. Regarding the sample, the hp stated that the sample was discarded. The hp did however provide a lot number and a product code of the cassette r5c4479c / h09l03019. The hp stated that he did not have any companion samples for evaluation and that in the future if this event occurs again, the hp would keep the sample so that baxter can evaluate.(B) (4) pharmacovigilance contacted the nurse at the hospital on march 29, 2010. The nurse at the hospital stated that the infection was not related to the cassette; however, the hp got an infection from the hp's cat's hair. The nurse stated that the hp's laboratory results showed that the infection was from the bacteria of the cat hair. The hp was not hospitalized, but was given antibiotics to treat the infection.

Manufacturer narrative:
(B) (4). The sample was requested from the patient on (B) (6) 2010; however, is not available as the patient discarded it. A companion sample was also requested and was not available. However, a manufacturing batch record review was performed with no issues noted during the manufacturing process and there were no deviations from standard procedure.

Manufacturer narrative:
(B)(4).

Event description:
Signs/symptoms/diseases being reported: poor rom. Resulted in inpatient hospitalization. Related to device - no; op site events - arthrofibrosis. Resolved as of (B)(6)2006.